Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 130 to 150 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results to mother's contour meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 332 mg/dl and 290 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.